Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and qual control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is inconclusive, as the sample was not returned for eval. It is likely that the rupture contributed to the retraction issues. However, the definitive root cause for the rupture could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. The current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular sys, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended.

Event description:
It was reported that the pta balloon ruptured (atm unk) under normal pressure. The balloon catheter was retracted through the sheath with difficulty. There was o reported pt injury.